Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, one opening assessed as fold flaw opening and missing assessed as inconclusive. As per the investigation procedure, crease and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Reason for reoperation: rupture; capsular contracture grade 2+/3-.

Event description:
Healthcare professional reported "rupture observed during the explant surgery", "right capsule was thickened and required significantly more division with capsulotomy to help ensure a soft breast feel", "capsular contracture grade 2+/3-". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Continued d.6a: partial date of implant: 2011. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 2+/3-.

Event description:
Healthcare professional reported "rupture observed during the explant surgery", "right capsule was thickened and required significantly more division with capsulotomy to help ensure a soft breast feel", "capsular contracture grade 2+/3-". This record is for the right side. Device has been explanted and replaced.